Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. The instrument failed mechanical engagement when placed on the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Additional observation related to the customer reported complaint: 1. The instrument was found to have a loose screw in the rocker at the proximal end in the housing. The loose screw likely caused the push pull rod mechanism to not be secured. When the screw is loose engagement will fail because it's not able to fully actuate the rod up and down as part of the engagement test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium clip applier failed to clamp hemo-clip properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.